Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during drain 1. The tsr assisted the home patient with ending therapy and advised to discard the supplies. No patient injury or medical intervention was reported at the time of the initial call. Proper procedures per the user manual were reviewed with the hp. The sample was discarded.

Manufacturer narrative:
(B)(4).the root cause of the alarm is undetermined at this time. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).